Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI)#, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when administering laser therapy the image was disrupted and three dots appeared on the screen. The system would not operate appropriately until it was rebooted. After it was rebooted, the system worked again until the same problem occured again. It is not known from the account if the laser firing triggered multiple events or not. The procedure was not completed due to this event and the patient was sent to another hospital to complete the procedure. There were no patient complications reported as a result of this event.